Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported that they could not properly obtain a glucose result on their freestyle freedom blood glucose monitor. Customer then reported feeling dizzy and having trouble with their vision. Customer ate some cheese and then drove themselves to their doctor's office, where they then were diagnosed with diabetic ketoacidosis. A glucose result of 500 mg/dl was obtained at the doctor's office on an unknown brand of meter. Subsequent treatment to stabilize glucose is unknown.